Event description:
It was reported that the valve was seated in the supra-annular position with subannular pledgets placed down through the valve and up through the annulus from the ventricular side. Three additional sutures were placed to reinforce the annulus in one particular area. Once the pt's heart was filled, the echo showed aortic insufficiency. Two leaflets were observed to be working and the third leaflet was difficult to observe. The pt was cross clamped, the valve was removed, and replaced with a smaller supra-annular 19 mm sjn mechanical valve. Recently, acquired info indicated that following the procedure, the pt was returned to the intensive care unit in guarded condition with plans to return to the operating room for sternal closure. No add'l info has been received regarding the pt's status.